Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to extrusion of the electrode. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: there was no extrusion. The patient experienced a migration of the electrode array and poor performance with the device.